Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00131 on 08/26/2015 for initially (B)(6) advia centaur xp (B)(6) patient results. 10/13/2015 additional information: the cause for the initially (B)(6) advia centaur xp (B)(6) results obtained by the customer is unknown. The patient samples are not available for further investigation by siemens. No conclusion can be drawn. The instruction for use (IFU) under the interpretation of results states the following: "samples with an index value of greater than or equal to 1.00 but less than or equal to 50 are considered initially reactive for hbsag. Perform repeat testing in duplicate and /or supplemental testing on these samples. After repeat testing, if two of the three results are nonreactive (negative), the sample is considered negative for hbsag. After repeat testing, if at least two of the three results are reactive, the sample is considered repeat reactive for the presence of hbsag. If a repeatedly reactive result is confirmed by supplemental tests, such as the advia centaur hbsag confirmatory assay the sample is positive for hbsag." The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur cp hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
The cause for the (B)(6) results obtained by the customer is unknown. Quality control results were acceptable at the time of the incident. Siemens is investigating. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." UDI number: (B)(4).

Event description:
(B)(6) results were obtained by the customer on two patient samples. The (B)(6) result for the first patient was reported and questioned by the physician. A new sample was drawn and the (B)(6) result was non-reactive. The original sample was retested after re-centrifugation and the result was non-reactive. The initial (B)(6) result for the second patient was reactive. The customer performed repeat testing after re-centrifugation of the sample and the result was reactive. The same was tested on an alternate hbsag test method and the result was (B)(6). A result was reported for this patient. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp (B)(6) results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00131 on 08/26/2015 for (B)(6) advia centaur xp hbsag ii patient results, and MDR 1219913-2015-00131 supplemental report 1 on 10/20/15 concluding the investigation. On (B)(6) 06/24/2016 correction: there was a advia centaur xp hbsagii reagent lot number typographical error. The reagent lot number 119066 that was initially reported was incorrect. The correct reagent lot number was 109066. The UDI number previously recorded was correct. No further investigation is required.